Manufacturer narrative:
One smiths medical cadd solis hpca pump was returned for analysis in a good condition. During analysis, functional testing and visual inspection was performed on the pump. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of "+/-6%". Service recommended trimming the expulsor. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that inaccurate delivery was noted on a smiths medical cadd solis hpca pump. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.